Event description:
It was reported that the patient experienced coupling or communication issues. The patient fell last tuesday and has been attempting to change his neurostimulator for 3 hours. The patient received 8 coupling bars and the empty cortile has not moved to 25%. It was later reported that the patient experienced no stimulation following a fall on his back. The patient was able to recharge his neurostimulator a couple days before the fall. Since the fall, he has not been able to get the neurostimulator recharged. The patient's physician determined that he has 2 pinched nerves and back swelling. His physician will see him again in 6 months. The company rep confirmed that a different recharger was used with no results. It was believed that the patient had 3 over discharges on his device. The patient no longer feels stimulation and recharging was not possible. The patient's device remains implanted at this time with an appointment scheduled with his physician. Further information is being requested from the hcp.